Manufacturer narrative:
(B)(4). Date sent 8/27/2025. D4 batch #380d17. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned reload. Visual analysis of the returned sample determined that one sr75 reload was received with no apparent damaged and the reload had the proximal 2 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. Also, the reload was received with the knife not completely within doghouse and the reload pan slightly dent on the proximal end. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. Additionally, the reload swing tab was reset in order to fire the cartridge. The returned reload was tested with a test device and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and the damage on the pan and incomplete fired are related to improper use of the reload. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 380d17, and no non-conformances were identified. The lot/batch history records were reviewed and certified by external manufacturing for 408d53, that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.